Event description:
It was reported that the patient presented in clinic. The left ventricular lead had a history of chronically high capture threshold, which was confirmed during device interrogation. The physician elected to cap and replace the lead on (B)(6) 2022. The patient condition was stable.